Event description:
A nanocross elite balloon was used to perform a balloon angioplasty procedure of a calcified lesion in the superficial femoral artery (sfa). It was reported that physician encountered difficulty in deflating the balloon and removing it. It was reported the balloon was pinched just distal to the mid-marker, and it became twisted. There was difficulty in un-wrapping the balloon. It took several minutes and several syringes to make the balloon deflate. Physician eventually got the balloon out of the vessel. No injury to patient was reported.